Event description:
User facility reported that the lock mechanism on the endotracheal tube was too tight to allow passage of a kimberly 6 french suction catheter. No permanent adverse effects reported.

Manufacturer narrative:
MFR completed the entire form. Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated the MFR will file a f/u report detailing the results of the eval.